Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the backup battery cover screw thread being defective was confirmed via evaluation of the returned heartmate 3 system controller. Visual inspection revealed the bottom left screw hole of the backup battery cover was damaged. The helicoil was observed to have a damaged thread, which resulted in the inability for a screw to be properly threaded and causing damage to the screw. The system controller underwent functional testing and passed without issue. Log files downloaded from the system controller were unremarkable. Provided information reported that the out of box system controller was exchanged. The root cause for the reported event was determined to be a damaged helicoil; however, the root cause for the damage was unable to be conclusively determined through this analysis. A manufacturing analysis task has been initiated to further investigate the issue of damaged helicoils. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. Section 2 of the IFU, entitled ¿system operations¿, provides instruction on how to install the backup battery. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the screw thread of the emergency backup battery (ebb) cover of the controller was defective. The controller was replaced.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.